Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as little bumps with water in them that are itchy. The patient¿s physician prescribed demerol medicine for the rash. Follow up indicated that the rash improved.